Event description:
Patient underwent bi-lateral total hip arthroplasty in 2004. Right hip remained symptomatic and MRI showed fluid collection. Multiple aspirations performed showed metal stained fluid prior to revision procedue in 2006. Acetabulatr components were replaced.